Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the lens tore into two pieces. The lens was removed with no pt injury. The reporter stated it was unk as to why the lens tore.